Event description:
It was reported that revision sugrery was performed due to pain.

Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri) and was explanted. It was alleged the device had depleted prematurely. The device was returned for analysis. No specific adverse patient effects were reported.